Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue was not reproducable but there was probable cause to believe there was a faulty assay that powers the tracker. That assay was replaced and the system was functioning as intended.

Event description:
Medtronic received information regarding an imaging device being used for a posterior cervical procedure. It was reported that the surgeon went to do a confirmation spin, but when the imaging system was connected to the navigation system it did not see the trackers on the right side of the imaging system. The navigation system was connected and could see the patient reference frame. The image acquisition system (ias) was rebooted and this resolved the issue. There was no patient impact reported and a delay to surgery of 10 minutes.

Manufacturer narrative:
The (B)(4) was returned to the manufacturer for analysis. Analysis was unable to confirm the reported problem. Utilizing a navigation system and known good tracker to test for drop out, no drop out was observed while under testing. Analysis was unable to confirm the reported event. If information is provided in the future, a supplemental report will be issued.